Event description:
During a coronary artery drug eluting stenting treatment procedure a shaft fracture, and stent embolization occurred following a failure to cross the lesion with a taxus liberte 3.00x32mm drug eluting stent. The index procedure treated two target lesions with two taxus liberte stents placed. This event occurred in the left anterior descending artery (lad). The lesion was a 3.2mm vessel diameter, 90% stenosed ostial lesion. The physician predilated the lesion prior to the failed crossing attempt. There was a proximal separation of the catheter shaft and the taxus liberte stent was lost in the femoral artery. The event was resolved without treatment, or patient complications. The procedure was completed with a taxus liberte 3.5x28mm drug eluting stent. The patient was discharged from the hospital 6 day post index procedure receiving asa and plavix. This product is only ous approved, but it is similar to a marketed us device.